Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was in the allowable operating altitude range at time of alarm. There was no adverse impact to customer's blood glucose level. Customer reloaded the same cartridge and was able to clear the alarm.